Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an interventional procedure. Reportedly, the suture was separated when the plunger was pulled out with much force. The nick and spread was widened. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: the suture was separated when the plunger was pulled out with the usual amount of force. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an interventional procedure. Reportedly, the suture was separated when the plunger was pulled out with much force. The nick and spread was widened. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.